Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint of the thermogard displayed tcmid:05 (coolant diff failure) error message was confirmed during the initial functional testing and during the archive data review. The faulty pcb board was replaced to remedy the issue. Visual inspection was performed and found no physical damage, however, the coldwell cap was noted missing, unrelated to the reported complaint. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard console displayed tcmid: 05 (coolant diff failure) error message. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence information was available. No further information was provided.